Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 08/31/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was gashed, compromised. There was no patient involvement. The event date was not specified; estimate used.

Event description:
The customer reported that the touchscreen display was gashed compromised. The customer reported that the display had fluid ingress to the lcd ( liquid crystal display) and was seeking a touchscreen replacement part number. The product support engineer (pse) provided the part number for the touchscreen only and the latest revision of the v60 ventilator service manual. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 15feb2019. Date rec¿d by MFR: 11aug2018. Additional information: no parts were returned to philips for failure investigation, therefore, a root cause could not be established. Should new information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.